Event description:
Procedure and sex: unk. Reportedly, the surgeon tried to open the jaw of the instrument after sealing a vessel. The seal was completed, but the jaw of the instrument did not open. Tissue was stuck in the jaw of the instrument. The ls1500 was not working as normal so it was forced of tissue. There was no reported patient injury.